Event description:
Dr. (B)(6) claimed there were multiple pts develop high numbness from axis jackson hip thigh pads, where he has not had any issues when using the (B)(4). He has issues with the bilateral winged chest pad because he feels it is difficult to transfer the pt onto the table and especially transfer them off. He has stopped using the table. He is interesting if there is a buy-back program for the table because he doesn't use it due to the table's issues.